Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site 36 could not be disengaged from the driver and could not be placed. Another implant was placed during the same procedure.